Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. Following insertion, the patient underwent surgery in 2012 and (B)(6) 2013 to have the mesh removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was received which reported that the patient underwent ventral midline incisional hernia procedure on (B)(6) 2009 and mesh was implanted. Following the procedure, the patient experienced vaginal discharge and was given antibiotics on multiple occasions with no good response. On (B)(6) 2012, laparoscopic sigmoid colon resection was attempted due to abdominal pain and suspicion of colovaginal fistula. Laparoscopic approach was converted to an open procedure due to sigmoid stricture and adhesion from the small bowel to anterior abdominal wall. A portion of mesh was removed and partial small bowel resection was performed. The patient experienced recurrent hernia, chronic constipation and pain in the lower abdomen. On (B)(6) 2013, patient underwent bilateral laparoscopic component separation and removal of infected mesh along with incisional hernia repair with application of biologic alloderm mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.